Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019, and confirmed that this device was not previously returned for servicing and that there were no production failures that correlated to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 had failed. A field service engineer found that the half height cubie in drawer 4.1 of the main cabinet had failed and would not close due to debris obstructing the drawer. The engineer removed the drawer, cleared the obstruction, reinstalled it, and confirmed functionality by running the open and close drawer test in the hardware test application, which passed. It was also found that the drawer latch mounts were faulty, with only one latch mount stud remaining in the chassis, so the drawer required replacement. The drawer assembly was replaced and configured in the station application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 4.1 was having hardware failure. The customer stated that they tried to restart and recover but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.